Event description:
Ra pt admitted to hosp the evening after her 4th prosorba treatment with complaint of severe chest pain, substernal radiating down back, headache and earache. She was hypertensive with pulse 135 and mildly febrile on admission. D dimers were elevated and she was anemic. CT scan, echo and stress tests were negative for pe and mi. Symptoms resolved and she was discharged after 3 days. Hematology consult performed after the event suggested she might have had a reaction to the citrate or heparin used during the procedure and for maintenance of central venous catheter patency. No further prosorba. Fresenius unable to obtain discharge summary from hosp.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship.